Event description:
The information being reported was found in the journal article titled "retrieval analysis of an early fracture of a vitamin e-stabilized tibial liner in total knee arthroplasty" the journal of bone and joint surgery, inc. 2013 - volume 3, number 2, (B)(6) 2013. It was reported patient underwent bilateral total knee arthroplasty on an unknown date. Subsequently, patient underwent a left revision procedure due to pain and bearing fracture.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.